Event description:
According to the reporter: this incident occurred at the very start of the case. The port had a small metal piece inside of it that is the size of the lead in a pencil and only about 4mm long. The shaft of the port was broken and the piece was found on the abdominal wall, however, it did not fall inside the pt. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.